Event description:
Nine months after my implants were put in, I developed a severe thyroid crisis. Since then I have been diagnosed with hashimoto disease. Over the last year, I have developed debilitating joint pain and I'm currently being tested for rheumatoid arthritis. Those are just a few of the symptoms I'm having.